Event description:
It was reported that; surgeon informed rep that wing of aviator plate protruding outward. Surgeon used coker instrument to break off wing.

Manufacturer narrative:
Results: device inspection, device history review, and complaint history review could not be performed, as the device was remains implanted. Conclusion: the root cause is undetermined.

Event description:
It was reported that; surgeon informed rep that wing of aviator plate protruding outward. Surgeon used coker instrument to break off wing.